Event description:
On the event date, I went in to have the essure coils placed. It was a very long painful experience. The coil went into my left side fairly easily but the right side took 45 minutes. At my 3 month dye test, we found that the coil on my right side had fallen out. I believe it is still in my body as I did not see or feel it expel from my body. My doctor was very surprised because I was the first one in her office to ever have problems. She suggested that I go into the hospital and have a tubal ligation on that side which I did 2008. Also, since I had the essure I have had horrible periods and heavy bleeding. Dates of use: 2009 till present.